Manufacturer narrative:
The customer called requesting assistance in obtaining retrospective data for a patient that coded. The customer did not allege a device malfunction. A review of the central station alarm logs from (B)(6) 2015 for bed 3202 from 03:28:25 until 04:27:47 indicated that there were 9 ***brady alarms, two of which annunciated for 3-4 minutes before being silenced; 11 ***asystole alarms and 16 instances in which alarms were suspended. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Event description:
The customer called requesting assistance in obtaining retrospective data for a patient that coded. The customer did not allege a device malfunction. This is being reported as a serious injury. It was reported that the patient coded. No further information is available.